Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "motor burned out" could not be confirmed. However, during service and repair, device failures were found but were not related to the reported event. If additional information is received, a supplemental report will be submitted. Ref: (B)(4).

Event description:
Report from the USA stating the motor of the device burned out during surgery. No injuries were reported. It is unknown if there was medical intervention or a delay in surgery. No additional information available.